Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to threshold had increased. Upon cxr it showed the lead had advanced and looped in the right ventricle thus changing the sensing/threshold/impedance. A revision was attempted, but the lead dislodged during revision and the physician was unable to retract the screw into the lead.